Manufacturer narrative:
(B)(4).

Event description:
It was reported that detached sensor wire occurred. The sensor was inserted into the arm, which is off label usage of the device on (B)(6) 2022. On (B)(6) 2022, upon sensor pod removal, the patient stated that the sensor wire detached from the sensor pod and remained in the skin. The patient successfully removed the detached sensor wire from the skin using tweezers. The patient consulted a healthcare personnel (hcp) who prescribed oral antibiotic (bactrim twice a day for 7 days). At the time of the report, the patient stated the insertion site was in the healing stages. No product was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.